Manufacturer narrative:
G4: 11jun2020; b4: 11jun2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse also observed a high internal o2 alarm. The fse replaced the defective sensor pcb (printed circuit board) to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11jun2020. B4: 01aug2020. The manufacturer's field service engineer (fse) could not confirm the reported issue. The manufacturer's field service engineer (fse) evaluated the device and alleged malfunction was not duplicated or confirmed. However, the fse found an error code in the event log relevant to high internal o2 alarm. The manufacturer's field service engineer (fse) replaced the sensor pcba as a precautionary only. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:19dec2020. B4:21dec2020 . The sensor board w/o distal pressure was returned to failure investigation (fi) for evaluation. There were no signs of damage or contamination. The customer returned sensor board will be installed into the fi test ventilator and there will be an attempt to boot into the normal ventilation mode. No errors noted. The customer returned sensor board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04 jun 2020.

Event description:
The customer reported battery issue. There was no patient involvement.